Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens -11.00/1.50/091 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2024. On (B)(6)2024 the lens was exchanged for a shorter length lens of different power due to excessive vault. The exchange resolved the problem.